Event description:
The physician reported that the pt was experiencing increased baseline pain. The actual residual volume was reported to be greater than the expected residual volume (amounts not specified). A roller study was done and confirmed a motor stall (unk date). The physician is considering replacing the pump. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.